Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. The patient was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient underwent a rhizotomy procedure for pain management at unknown date and time and felt uncomfortable sensations. During procedure the pt experienced two intense shocking sensations.  Lead impedance measurement was performed. Impedances were within normal limits in all instances. Reprogramming performed. The issue was resolved.